Event description:
It was reported this balloon ruptured on the initial inflation during an angioplasty of the superior vena cava via a brachial approach. Slight resistance was encountered upon removal of the balloon catheter and upon removal it was noted the balloon detached in the pt. Retrieval of the balloon material utilizing a snare via a femoral approach was unsuccessful. The balloon material was successfully retrieved with a snare via a brachial approach. Another unit was used to successfully complete the procedure without pt complications. The device has not been received for eval. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Without evaluating the device, co cannot determine the exact cause for this event. Co's directions for use state: "ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries for treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."